Event description:
Ureteral stent tore during removal process. Upon initial attempt to remove ureteral catheter on (B)(6) 2012, the catheter tore with portion of catheter retained. Pt returned to operating room for a pyeloplasty on (B)(6) 2012 where the remainder of the ureteral catheter was then able to be removed. The catheter was a black color with no identifying number remaining visible. Dates of use: (B)(6) 2010 - (B)(6) 2012 - 15 months. Reason for use: bilateral ureteral dilatation.